Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble anomaly. Customer's blood glucose level was 71 mg/dl at the time of incident. The customer stated that size of air bubbles was several largest a quarter of an inch and noticed a lot of air bubbles on the tubing. Troubleshooting did not resolve the issue. Customer mentioned that she was now causing the air bubbles and did not proceed with troubleshoot. Product will not be returned for analysis.